Manufacturer narrative:
(B)(4). The cardioplegia line (mp-4) manually connected - tubing pushed to second barb and tiebanded by user. This was connected to the c1 port by the user. No product has been returned at this time. For the specified model number upon documentation review no issues have been identified at this time. No lot number was provided. Due diligence attempts ongoing. (B)(4).

Event description:
It was reported by the user facility that during cardiopulmonary bypass "something blew up and the patient lost a lot of blood". Per clinical review: the perfusionist reported about 2 hours into cpb as the patient was being rewarmed, a recirculation line that was attached to the cardioplegia port of the rx 25 oxygenator came off the cardioplegia port. According to the perfusionist, the tubing was tie banded. At the time, the arterial flow rate was about 6 l/min and no cardioplegia was being given at the time. According to the perfusionist, there was no high pressure event observed prior to the disconnect and no known issue with clotting (act > 600 seconds). He stated there was no indication of any issue with the sarns 8000 perfusion system and this included no observed problem with line pressure measurement and / or pressure limitation functionality of the arterial monitor. According to the perfusionist, blood was spraying from the port and the estimated blood loss was about 500 ml. The perfusionist came off cpb to re-connect the tubing and inspect the system for air. The tubing was pushed back on the connector and kept slipping off, thus he had a nurse hold the tubing on the connector as he placed a new tie band. He checked for air in the cpb circuit and returned to cpb. Time off cpb was about 1 minute. No other issues were observed with the cpb circuit or sarns 8000 for the remainder of the procedure. The patient was weaned from cpb without issue and was alert and responsive later in the day in the ICU. The surgery was completed, as scheduled, with a 1 minute delay and a 500 ml blood loss was estimated. There was no harm of the patient.

Manufacturer narrative:
The oxygenator returned to our sister plant did not have any tubing attached, however, the lot number of the oxygenator allowed traceability to pack lot number, expiration date, and manufacture date: updated accordingly. The complaint is not confirmed. No product was returned so no cause has been identified. (B)(4).